Manufacturer narrative:
Evaluation results: inherent risk of procedure-allergic reaction. No results available since no evaluation performed- device or procedural images not provided for review. Conclusion: inherent risk of procedure-allergic reaction. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Event description:
Post deployment of a resolute integrity drug eluting stent, patient reported that she has not been feeling well and that she is very sensitive to drugs.